Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer initially called to report that she was unable to charge the sensor and found that the charger was corroded inside. During the call, the customer reported having low blood glucose of 44 mg/dl which she treated by drinking orange juice. Customer declined troubleshooting for low blood glucose.